Event description:
A nurse reported to baxter (B)(4) that the terminal portion of a discharge tube was missing, and so was the closure cap and clamp.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Further review of this report determined that this malfunction is not likely to cause or contribute to a death or serious injury if it were to reoccur.